Manufacturer narrative:
Results: product performance engineering was unable to complete their investigative analysis at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Device malfunction: none. Symptoms/ae: removal of foreign body. Time of symptoms/ae: during the procedure. It was reported that during the procedure there was difficulty advancing the recovery catheter. Recovery catheter one (rci) was used in the first attempt to retrieve the filter basket, which was unsuccessful. Rci was used again in the second attempt, which was successful once post dilitation had been performed. There were no patient effects. No additional information available.